Event description:
Account reported that their vitrectomy connector was not accepting the vitrectomy handpiece.

Manufacturer narrative:
Describe event was corrected to reflect the adverse event reported. (B)(4). The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). System has not been evaluated as account has not approved a visit for system check.

Event description:
The clinic reported during intra ocular lens (iol) implantation, vitreous was present and a vitrectomy was performed. During the vitrectomy procedure, the clinic reported the vitrectomy connector would not accept the vitrectomy handpiece. The clinic was able to wiggle the connector to get the handpiece connected. The iol was implanted in the capsular bag. The procedure was completed successfully. The patient outcome is expected well.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.